Event description:
Customer states: after replacement of tube, air leaked from the cuff. The customer continued use of the tube by injecting the air additionally with usage of pressure gauge in every two or three hours. Customer confirmed there was no harm to pt.

Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.